Manufacturer narrative:
A ge oec service representative investigated this issue and found malfunctioning temperature sensor. The temperature sensor was removed and replaced and the system tested and found to be operating as intended. The system was released to the customer for use. The issue noted would not have a negative impact on patient care, as there are redundant means for temperature sensing on the system, nor did the facility report any patient involvement or delay in procedure. There was no patient information, with respect to this issue, made available by the facility.

Event description:
The ge oec 9800 fluoroscopy system experienced multiple occurrences of "temp fail" error code. The error was clearable and did not impact any patient care.